Event description:
The patient reported that in 2009, he began to feel ill and he was vomiting. His blood glucose was elevated to 450 mg/dl, and he was not able to lower his blood glucose. He then found that his infusion tubing was leaking insulin. He stated that he did not test for ketones, but he is a doctor and knows he was in ketosis, based on his symptoms. He treated elevated blood glucose by injecting insulin via syringe. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.